Event description:
A 24 mm amplatzer septal occluder (aso) was used to close a large atrial septal defect. Measurements were made by a sizing balloon and the aso was delivered with the assistance of a hansdorf sheath. The aso embolized six hours later and was surgically removed and the defect was repaired. The patient's surgical course was uncomplicated and he has done well.

Manufacturer narrative:
The 24 mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 12f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.